Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient claimed for the past week she had been having high bgs ranging in the 300 to 600 mg/dl range, with symptoms of feeling lethargic and woozy. The patient reported her most recent bg was 525 mg/dl. The patient informed animas customer support that she was taking correction boluses for the high bg via injections. It was noted that at the time of the call the patient administered to herself a 10u injection of humulin r-u500 in response to the 525 mg/dl reading. At the end of the call with animas, the patient reporter her bg was down to 305 mg/dl. The patient stated her target bg is 135 mg/dl and the last time her bg was within normal limits was 1 week prior. At the time of troubleshooting, review of pump settings revealed that the pump was set to the incorrect date of (B)(6) 2007. It was also noted that the pump's time was incorrect. It is not known if the patient was aware that the pump was set to the incorrect time and date. At the time of the call, the patient confirmed that she has had issues with the pump's date and time resetting with battery change and/or pump reboot; however, could not quantify how long ago the issue started. The patient informed customer support that she had replaced the pump's battery 1 week prior, approximately around the same time frame she began to experience the high bg excursion. The patient claimed the pump's date and time did reset at time of battery change. It was noted that the patient confirmed 3 basal setting times and amounts programmed in pump. Customer support assisted the patient with adjusting the time and date on the pump. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia after the subject pump reverting to the default time and date. However, the patient's hyperglycemia can be attributed to use error as the user must confirm the date and time on the "verify" screen every time the pump reboots. The user guides instructs the user to do this.